Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: only the event year is known. 510k: this report is for an unknown screws: va locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent open reduction/internal fixation on (B)(6) 2022 with the plate and locking screws for a clavicle diaphyseal fracture. The surgery was completed successfully without any delay. About two months after the surgery, the locking screws had been slightly loosened. About four months after the surgery, it was confirmed that the three locking screws were broken. According to the surgeon, there were no problems during the surgery, and the patient followed the surgeon¿s instructions for postoperative rehabilitation. The patient did not complain of pain and does not want a removal surgery, so no removal will be performed. It was confirmed by x-rays that there were no fragments in the patient¿s body. No further information is available. This report involves one unk - screws: va locking. This is report 2 of 3 for (B)(4).